Event description:
During heart catheterization procedure, the sheath hub separated from the sheath while exchanging catheters. Required surgical procedure to retrieve the sheath from the right femoral artery.